Event description:
Customer reported that the device would not turn on even after replacement of the charge pak (internal battery charger). There was no report of pt involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control initial device inspection verified the reported failure. The device would not power on. Physio continues to investigate the issue. A replacement device was provided to the customer. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.